Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. The secondary line of the pump was programmed to deliver cardizem 1mg/ml at a rate of 10ml/hr with 120 ml volume to be infused. Four hrs after the delivery was started, the nurse noticed the 125ml solution container was empty. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.